Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed no image occurred, which was likely attributed to a damaged plug unit from a third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited no image. The issue was identified during reprocessing and there were no reports of patient involvement.